Event description:
According to the reporter: occurred during a total laparoscopic hysterectomy procedure. The needle broke and fell into the patient. The needle was unable to be retrieved from the patient and still remains in the patient. An x-ray was performed to confirm if the needle is still in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.